Manufacturer narrative:
H10: the fetal scalp electrode became stuck in the fetal scalp requiring an incision to remove the electrode. Multiple attempts were conducted to obtain the fetal scalp electrode for product analysis. The reported product was not returned. Therefore the cause of the reported event could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the fetal scalp electrode became stuck in the fetal scalp requiring an incision to remove the electrode.